Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 2.50mm x 12mm, 2.75mm x 12mm, and 4.00mm x 12mm were used for dilatation in a percutaneous coronary intervention. However, during the initial inflation, the balloons ruptured and a pinhole was noted on each one. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.